Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the package was unopened, and the batteries were corroded in the unopened package. (B)(4).

Event description:
It was reported that when the patient was discharged from the hospital after a device implantation procedure, it was identified that some fluid was leaking from the battery that was a component of the patient assistant. Thus, another battery was used. The batteries were returned to the manufacturer. No patient complications have been reported as a result of this event.